Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during insertion of the proglide device into the tissue track, severe resistance was felt and the shaft kinked. No arterial blood flow was seen through the marker lumen which indicated the device was not positioned to the point where deployment steps can be initiated. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Severe resistance felt during insertion into the tissue tract.